Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Customer speaks (B)(6) so friend is calling on behalf of the customer. After reviewing the meters memory, customer was unable to explain which results were of concern. The customer's expected fasting blood glucose test result range is 70 - 100 mg/dl. Customer tests three times a day. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 11/27/2017 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: (B)(4). Memory concerns: customer is not sure of his concern (B)(6) (friend calling) for her friend that speaks (B)(6). Customer is concern with the meter giving high blood results. Customer states that he got 4 boxes of the strips with the same lot # ( mt1952) and realize that this lot # is giving high blood results . Customer open up two of the 4 boxes and he is getting high blood results. Customer does not want to use anymore of these strips. Customer have not use these strips for a week now because these results are too high. Customer states that his normal glucose range is 70-100mg/dl fasting and he test 3 times a day . After reviewing the meters memory customer is unable to explain which results is of concern.